Event description:
During an airway exchange procedure on an unknown date, a rae endotracheal tube 4.0 was replaced with an rae endotracheal tube 4.5, using the reused airway exchange catheter. In 2007, when the rae tube 4.5 was withdrawn from the patient, a foreign substance, measuring approximately 1cm in length, exited along with the tube. An examination of the foreign substance found it to be the distal tip of the airway exchange catheter, which had remained in the tracheum until then. It was noted that the catheter had broken at the distal sideports. The physician stated that, he could not tell how many times the airway exchange catheter had been reused, but commented that it was fortunate that the distal tip was sticking to the tube, when the tube was withdrawn.

Manufacturer narrative:
The device was returned to our facility in a used condition with the distal tip separated at the sideports. Unfortunately, the tip was not returned. Based on the condition of the device and the available information provided, the incident appears to be the result of user error/off label use as the device was used multiple times. This most likely contributed to material degradation, resulting in the separation encountered. We do state in our instructions for use manual: "the catheter is supplied sterile in peel-open packages and intended for one-time use."